Manufacturer narrative:
The insulin passed full functional testing including displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm, failed battery alarm was confirmed in the format history file. The power management parameters graph was confirmed with power system error alarm was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to connector resistance on the j6 printed circuit board assembly however, after disconnecting and reconnecting the internal battery connector on the j6 printed circuit board assembly the pump was monitored and functioned properly. The insulin pump was received with scratched case and fading serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for pump error and failed battery test. The customer's blood glucose level was reported to be 113.4mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.